Manufacturer narrative:
The device has been returned for evaluation; this is pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was poor image quality (noise) while using the camera head. There was no patient harm associated with the event.

Event description:
The customer reported to olympus that there was poor image quality (noise) while using the camera head during a therapeutic procedure. The procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found poor image (flickering) due to cable failure, cable flooding, and flooding of imaging area. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): 4.1 precautions (warning) if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. If the endoscope image is not displayed correctly, the image sensor may be damaged. If the camera head continues to be energized while the image sensor is damaged, the camera head will become hot and may cause burns, so the power to the video system center should be turned off immediately. [Section where IFU applicable for phenomenon (3) and (4)] handling and general precautions (caution): do not subject the camera head to impact. There is a risk of damage. Do not strike or drop the device. Water leakage may cause damage to the electrical circuits inside the device. Olympus will continue to monitor the field performance of this device.